Manufacturer narrative:
Device history records could not be reviewed, as the lot number was unknown. The returned sample was evaluated. As rec'd, the catheter shaft and balloon were lodged inside of 6f introducer sheath of unknown origin. Approximately 12mm of the balloon protruded from the distal end of the sheath. The catheter shaft was significantly stretched approximately 13cm proximal of the introducer gasket. The shaft had two flattened sections, 79.8cm and 83.cm from bifurcute. The balloon had a bulbous shape and was partially filled with dried fluid. Introducer appeared accordianed at distal end of introducer hub. A special fitting was attached to the wire luer. The balloon was removed distally from the introducer sheath. The introducer sheath was slightly flared at the distal tip. Sheath was also accordianed at the proximal end about 7mm in length near hub. The sheath ID was pinned at .082 inches. Although this event is confirmed, the exact root cause unknown. These balloon catheters are verified for proper passage through an appropriately sized introuducer sheath during manufacturing, prior to the release of the product. The information for use for this device states: caution- if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip brekage or balloon separation.

Event description:
Balloon could not be removed from the introducer sheath. The balloon catheter and the sheath were removed as one unit.